Event description:
Further information was received, which indicated the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing with noise on the rv channel. It was noted explantation of the rv lead is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Non-physiologic/sic beginning on (B)(6) 2015, ventricular sensing integrity counts up to 469; nonsustained ventricular tachycardia episodes with evidence of lead noise oversensing. Analysis of the device memory also indicated a right ventricular (rv) lead integrity alert. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate nonsustained episodes and sensing integrity counter (sic) greater than 30 in 3 days.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.